Manufacturer narrative:
For this event, fse confirmed the error message and found pinch tubing in the waste pump. The fse rerouted the tubing and corrected the issue. No further action was required by the field service engineer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-900 analyzer. The review of the event indicated that the aia-900 analyzer experienced probe suction failures, which caused delayed reporting of critical patient results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate any remedial action to prevent an unreasonable risk of substantial harm to the public health.